Event description:
Harmonic act +7 laparoscopic shears stopped working. An error message came up on the equipment to clean instrument tip. After that message and cleaning the tip, hit next on the equipment and then it said to replace instrument. Took instrument off field and replaced with another.